Event description:
A us distributor contacted zoll to report that a patient developed a red itchy rash on their back under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician changed their medications and the rash improved. It is unclear if the rash was caused by the lifevest or the patient's medications. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.